Event description:
Boston scientific/target was notified that during a clinical study the matrix soft-2d coil was almost fully deployed when the aneurysm ruptured. The microcatheter tip and non-detached coil went through the aneurysm wall at the dome. The microcatheter was left in position, the coil aligned for detachment and quickly detached. Two more coils were quickly deployed and detached to stop the bleeding. The aneurysm was completely occluded. Final contrast series showed a small embolus in the "aca" which dissolved spontaneously without a medication. The clinical outcome was successful and the pt is in good condition. Note: it should be noted that due to some unk reason, although a co rep was notified of this incident in 2002, co's facility was notified of this incident until aug. 2002.